Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the rfu is red and blinking due to the battery low. However, the leds were green when ac power was connected. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).